Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp implanted in a 64-year-old male for acute myocardial infarction and cardiogenic shock, with a history of prior coronary artery bypass grafting and diabetes mellitus. Access site was unknown. Following impella explant, the patient was noted to have decreased distal perfusion to the affected lower extremity. Vascular surgery was consulted for evaluation and management. Review of the event did not identify a device anomaly. The impella cp will be reported for limb ischemia. However, the reported event is considered consistent with the patient¿s underlying critical illness, including acute myocardial infarction and cardiogenic shock, which are known associated vascular risk factors. No causal relationship between the impella cp device and the reported event was established. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Peri-procedural adverse event (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.